Manufacturer narrative:
H3: the device was received for evaluation. Visual and functional tests were performed, and the syringe was found to be damaged. The leakage from the damaged area was confirmed. The probable cause of the issue was due to a manufacturing error in keene. There was no further action taken.

Event description:
It was reported that the syringe had a crack and blood was leaking. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.